Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure on an unknown date, during a routine follow up at different division in the hospital an endoleak was identified. The implanting physician reviewed the computed tomography (CT) and confirmed type 2 endoleaks from the inferior mesenteric artery (ima) and lumbar arteries; however, the endoleak resembled a type 3b endoleak. An angiogram was performed, but it was not possible to determine whether the endoleak was a type 2 (non-device related) or type 3b (from suture holes). The patient was brought back three (3) days later and the physician elected to implant another afx2 bifurcated stent graft and a suprarenal aortic extension. The endoleak was not completely resolved and was considered to most likely be a type 2 endoleak, but it was still not determined. The patient will be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 2 endoleak of the inferior mesenteric artery and lumbar arteries is confirmed. The type 3b endoleak is unconfirmed. The additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. The endoleak persisted after the reline procedure, making a type 2 endoleak likely. The type 2 endoleak is anatomy related. Procedure related harms for this complaint could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. H6: investigation finding: remove code 213. H6: investigation conclusion: remove code 50.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure on an unknown date, during a routine follow up at different division in the hospital an endoleak was identified. The implanting physician reviewed the computed tomography (CT) and confirmed type 2 endoleaks from the inferior mesenteric artery (ima) and lumbar arteries; however, the endoleak resembled a type 3b endoleak. An angiogram was performed, but it was not possible to determine whether the endoleak was a type 2 (non-device related) or type 3b (from suture holes). The patient was brought back three (3) days later and the physician elected to implant another afx2 bifurcated stent graft and a suprarenal aortic extension. The endoleak was not completely resolved and was considered to most likely be a type 2 endoleak, but it was still not determined. The patient will be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 2 endoleak of the inferior mesenteric artery and lumbar arteries is confirmed. There was no clear type 3b endoleak seen. The additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. The type 2 endoleak is anatomy related. Procedure related harms for this complaint could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: b5: describe event or problem has been updated d4: unique device identifier (UDI) # has been updated g3: date received by manufacturer has been updated h6: health effect - clinical: remove code 1924 h6: medical device problem: remove code 3190 h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11 please remove from your complaint system as there was no device failure this is no longer considered a complaint.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure on an unknown date, during a routine follow up at different division in the hospital an endoleak was identified. The implanting physician reviewed the computed tomography (CT) and confirmed type 2 endoleaks from the inferior mesenteric artery (ima) and lumbar arteries; however, the endoleak resembled a type 3b endoleak. An angiogram was performed, but it was not possible to determine whether the endoleak was a type 2 (non-device related) or type 3b (from suture holes). The patient was brought back three (3) days later and the physician elected to implant another afx2 bifurcated stent graft and a suprarenal aortic extension. The endoleak was not completely resolved and was considered to most likely be a type 2 endoleak, but it was still not determined. The patient will be monitored. Updated information: an internal clinical assessment determined there was no clear type 3b endoleak seen and the additional endovascular procedure is unconfirmed. The type 2 endoleak of the inferior mesenteric artery and lumbar arteries is confirmed. Type 2 endoleaks are anatomy related events and are not caused or contributed by the device. Since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device, this event is no longer reportable.